Event description:
During hip arthroscopy while surgeon was drilling with 2.3 drill bit, the tip broke off and couldn't be retrieved with arthroscopic instrumentation. Converted to open procedure to remove drill tip.